Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had fallen off a ladder, during a device check it was noted that the right ventricular lead exhibited low impedance, high thresholds and sensing dropped. The lead was capped and replaced.